Manufacturer narrative:
(B)(6) quality assurance product analysis received and examined the returned low pressure connecting tubing from sds-ctp-qft syringe kit lot # 8513816. The defect was identified as degraded plastic compound that is partially embedded in the tubing wall and extends into the fluid pathway. The cause of the reported problem is degraded compound (resin) that collected on the extrusion tooling and became partially embedded in the tubing as it was formed during manufacturing. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The site reported the following: a black dot was observed within the tubing of a stellant syringe kit. This was detected by the staff after opening the syringe kit and prior to use on a patient.